Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the stapler locked at firing and was not able to fire. They replaced with a new load and continued to lock. They replaced with a new stapler to complete the case. There was no patient injury.